Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received a patient notifier. Patient was asymptomatic. Patient presented to clinic and high capture threshold and decreased sensing was observed on the rv lead. Physician suspected lead dislodgement and fluoroscopy of the lead confirmed lead dislodgement. Repositioning of the lead was unsuccessful due to helix not retracting. The lead was explanted and a new lead was implanted. Patient was stable post procedure and will continue to be monitored routinely.